Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient stated that when the ins was not working, the patient gets pain, but did not state that the patient was in pain now. No medical or therapy problem was associated. No out of box failure was reported. No further allegations/complications were reported.